Manufacturer narrative:
We reviewed the DHR for this chair and it passed all applicable quality tests and configuration requirements. It met all specifications as ordered when it left the facility. Limited information was provided by the customer regarding the exact nature of the alleged incident. However, the user does describe affixing an aftermarket, unapproved device to the footrest and using the footrest in a manner inconsistent with manufacturer recommendations. The customer claims, " [I] stand up on my footrest to reach higher heights and I put more weight on it when "running" or doing off-road with a freewheel attached on the footrest." We provide warnings and guidance in the owner's manual, which includes the following: chapter 3: footrests - warning: check all clamps, screws, nuts and bolts that secure the footrest to the wheelchair frame to make sure they are securely tightened before using the wheelchair. If you ignore this warning, the footrests could move unexpectedly while you are using the chair, causing you to fall, tip over or lose control of the wheelchair and seriously injure yourself or others or damage the wheelchair. Chapter 1: warnings - d. Bending/leaning/reaching warning: when you bend, reach or lean from your chair you will affect the center of balance of your chair. Therefore, bending, reaching or leaning may cause you to fall or tip over. In order to avoid falling or tipping over, you must determine your particular safety limitations given the configuration of your chair and your body weight and type. To do this, practice bending, reaching and leaning activities (and various combinations of such activities) under the supervision of your health care advisor. Do this before attempting active use of your chair. The following will help you avoid falling or tipping over when bending, reaching or leaning from your chair: (...) 8. Never shift your weight to the footrests. Chapter 2: safety inspection, maintenance & troubleshooting - footrests/hangers: inspect to ensure that all hardware is securely attached initially and weekly we have not been provided any additional information about the event or the condition of the customer at this time. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
The customer claims the bolt fastening the footrest of their wheelchair broke, causing the footrest to disassemble, resulting in a fall that caused a broken leg.